Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor reported that during an intraocular lens (iol) implant procedure, the plunger went over the lens, damaging both lens and the posterior haptics with no patient contact, and consequently the lenses could not be inserted. The surgery was completed with a second lens. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6. FDA product code of a2201 should not have been reported on initial MDR submitted. The manufacturer internal reference number is: (B)(4).